Manufacturer narrative:
The tunneling tool was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode and associated subcutaneous implantable cardioverter defibrillator (s-ICD) were implanted. No issues were encountered when suturing the electrode into place. The tunneling process appeared as expected and the electrode was connected to the device. The incisions were closed and defibrillation threshold (dft) testing was performed. The patient was induced into a ventricular fibrillation (vf) that terminated spontaneously. At this time, it was observed the qrs signals on the electrocardiogram (EKG) were of a different and unexpected morphology. An x-ray was performed to check the electrode position, and the electrode was found to be sub-sternal with the lead tip in the right chamber of the heart. This was verified with ultrasound and transesophageal echocardiography (tee). The device was programmed off and the patient was transferred to another facility where heart thorax surgery could be performed. No additional adverse patient effects were reported. It was reported that the electrode was explanted and the patient suffered no further injuries outside of the original cardiac perforation. It was determined that the perforation was caused by the tunneling tool; the physician suspected that he slipped next to the xiphoid while tunneling. No further information was able to be obtained from the hospital that explanted the electrode and repaired the hole in the right ventricle. The explanted electrode was not returned to boston scientific for analysis.